Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was repositioned due to high capture threshold as a result of lead dislodgement. Dft testing after repositioning was unsuccessful. The lead was explanted and replaced when a second repositioning attempt was unsuccessful. The patient condition was good after the event.